Manufacturer narrative:
(B)(4). Information was not provided by the user facility.

Event description:
It was reported that during an unknown procedure, the device would not fire. It was not reported how the procedure was completed. There was no patient consequence.